Event description:
Implant was brought in by manufacturer representative and when the box was opened the implant was found to have a hole in the inner and outer package and the implant was not sterile. It was then decided to flash sterilize with a biological in a flash pan or pre-vacuum cycle.